Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. The customer treated high blood glucose with insulin. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.